Event description:
The customer reported being in the hospital twice for high blood glucose. The blood glucose reading was 600 mg/dl. Troubleshooting was performed. Time and date were correct. Ran a fixed prime and high pressure tests and passed. The customer changed the infusion set and her blood glucose started to drop to 480 mg/dl. Suggested customer to call her doctor about taking more insulin to lower more her glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.